Event description:
It was reported by the vad coordinator that the patient came into clinic experiencing high watt alarms. Patient was admitted and on step-down floor. Ldh increased form baseline 300 to 1300-1400 and hematuria observed. Patient was hemodynamically stable, awake and alert during this time. High watts/high flow noted on controller and log files sent for suspected thrombus. Site considered t-pa, but considering the recent gi bleed, ultimately placed the patient on continuous heparin infusion at 700 units/hour. It was decided that a pump exchange would be scheduled; however, the pump exchange was cancelled today due to a marked change in log file analysis where watts/flow returned to baseline, and the ldh was trending downward from 1400 to 1000 this morning. At the time of this report, the patient remains awake, alert, and hemodynamically stable on the step-down unit. Site will continue to monitor closely for re-formation of clot and neuro status over the next few days.

Manufacturer narrative:
Additional information reported that the patient did not undergo pump exchange and the issue ultimately resolved with the patient being discharged back home. The pump remains implanted and therefore is not available for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; it is possible that patient, clinical and pharmacological factors may have contributed to the event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.